Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hole in valve.

Event description:
Healthcare professional reported "hole in valve" and "any creases". This record is for left side. Device was explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ crease / folding of implant: observed creases on device. ¿ valve leak and/or damage: not observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d.9., h.3., h4, h.6.

Event description:
Healthcare professional reported "no complaint against device", then later "hole in valve" and "any creases". This record is for left side. Device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2006 provided. Date of (B)(6) 2006 populated to better align with the manufacture date of the device. Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "no complaint against device", then later "hole in valve" and "any creases". This record is for left side. Device was explanted.